Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that at the time of removing the guidewire, the physician noticed that it was broken. It was stated the patient needed surgery to prevent a permanent impairment of a function.